Manufacturer narrative:
Manufacturing site eval: samples received: 1 unopened racepack. Five hundred forty units of this code-batch were manufactured. There are no previous complaints of this code batch. There are no units in OEM stock. The sample received has a hair in the primary package. This is an accidental and isolated case produced during the packaging process. Involved personnel will be informed regarding this issue. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Hair inside package.